Event description:
On (B)(6) 2010, this patient underwent replacement of the brachiocephalic artery with a surgical graft (unknown manufacturer). On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3420/7783861, tgt4020/7495491) to repair a dissected thoracic aortic aneurysm. A bypass was established from the right axillary artery to left axillary and left common carotid arteries. The left subclavian artery was coil embolized. The patient tolerated the procedure. On (B)(6) 2010, a one month follow-up examination revealed a type ii endoleak originating from the left common carotid artery. No aneurysm enlargement was reported. On (B)(6) 2010, the left common carotid artery was coil embolized to repair the type ii endoleak. On (B)(6) 2010, the patient was discharged. No additional follow-up examination has been performed since the patient was discharged, therefore no further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.